Manufacturer narrative:
(B)(4). Distributor reported complaint to manufacturer on 02/21/2017. Most likely underlying root cause of malfunction: user had poor technique. Note: manufacturer contacted distributor several times via email to obtain the contact information of the customer and more details about the complaint. Unfortunately at this time, (B)(6) medical still has not received an "authorization form to release information " from the patient. (B)(6) would need this from the patients in order to release any of their personal information to us. (B)(6) has given the patient trividia's phone number. They may phone trividia directly.

Event description:
Consumer reported complaint about inaccurate results. Patient claims while using either true metrix meter or true result meter got inaccurate reading/passed out in car and got in car accident (she is not sure which meter she was using at the time of accident). Patient said she was going to get back to (B)(6) with the meter she was using and date of accident, patient did not contact (B)(6) again about incident.